Event description:
The customer called with a high blood glucose reading of 532 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. During the call, the customer's blood glucose levels were fluctuating. The customer stated that her husband will be taking her to the emergency room for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.